Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this single chamber pacemaker was recently implanted in a patient who had chronic atrial fibrillation. It was reported the patient had a stroke the night of the implant procedure. The patient was found unresponsive and cardiopulmonary resuscitation was performed. During CPR, the lead dislodged and a nurse reported the patient's heart rate was in the twenties. According to the field representative a temporary pacemaker was not placed. The lead was not revised. A neurological procedure to remove a clot was performed. It was noted that the physician did not think that the implant procedure caused or contributed to the patient's stroke or death. The patient subsequently died two days later due to the stroke. The device system was not explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.